Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that the avea ventilator alarmed vent inop. The issue occurred during patient-use and the customer confirmed that there was no patient harm associated with the reported event. At this time, there is no information regarding remedial action taken by the healthcare facility.